Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator showed the message "too soon" and "check patient" during AED mode. There was no patient involvement.